Event description:
The customer reported the device was unable to boot up on ac power. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.